Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient is having to charge quite often and it isn¿t lasting. The patient reported that this has slowly been occurring. The caller reported that they mentioned it to the doctor the last time they were seen so they are set up to be replaced. The caller reported that the patient did not keep the device properly charged. The device had never been overdischarged. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from healthcare provider (hcp) was received. The doctor stated device replacement was scheduled on (B)(6) 2019, and the reason for the battery replacement and the rapid depletion was end of useful life of the battery. No further complication and no symptoms were reported.